Event description:
It was reported that 185 days after coronary drug eluting stent implantation, an in-stent thrombosis occurred. During the initial procedure, the target lesion was located in the non-calcified, non-tortuous, mid right coronary artery (rca). A pre-intervention stenosis of 100% was reported. The lesion was pre-dilated with a 2.5x15mm maverick balloon. An attempt to cross the lesion with a 2.75x32mm taxus stent was unsuccessful. The mid rca was re-ballooned with a 2.5x15mm maverick balloon. The 2.75x32 mm taxus stent was deployed at 12 atm. A post-intervention residual stenosis percentage was not reported. The patient received reopro and heparin prior and during the procedure. The patient presented 185 days after the initial procedure with in-stent thrombosis that occluded the mid rca. The vessel was pre-dilated with a 2.75x15 maverick balloon. Then a 2.5x30mm maverick balloon was inserted with multiple inflations. A temporary pacing catheter was placed. An angiojet and a pronto cath were used to remove the thrombus. A post-intervention residual stenosis percentage was not reported. The patient received plavix prior and heparin during the procedure. Complications were reported as "none." The patient's condition was reported as "satisfactory."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown the shop floor paperwork could nto be examined. Should further relevant information become available, a supplemental medwatch report will be filed.